Event description:
In 2009: maquet territory mgr was informed, concerning an experience he had today with hemo pro device. Following what appeared to be a routine radial harvest, the harvester noticed severe burns on the pt's forearm that were in line with his fasciotomy. These burns were substantial, and in the harvester's words, may require a skin graft. Three days later: territory mgr. Provided further details, "the pt was treated with ointment, salve, and no further intervention will be provided by the hospital. The burn was 2-3 degree burn, approx. 2 inches in diameter on the left forearm. Surgeon mentioned that even though there was no device malfunction observed during the case, he noticed a very pungent burning tissue smell, which was much more than normal."

Manufacturer narrative:
Investigation results: visual inspection revealed blood and tissue residue on the jaws and on tri-heater assembly of hot jaw. Silicone jaw boots were thermally damaged with a charred impression from cutter wire on the cold jaw boot. Resistance measurements and test were conducted and results were within specifications, confirming the micro switch functioned properly. The pre cautery test was conducted and device performed as expected. A temperature profile test was performed, and the maximum temperature recorded at the end of test cycle was comparable to the reference device subjected to the same test protocol. Device met electrical performance specifications. Lhr review was completed and no non-conformance associated with the lot number.